Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery (rca), with mild calcification, mild tortuosity and 70% stenosis. The 2.5x38mm xience prime stent delivery system (sds) was advanced but met resistance with the anatomy and failed to cross the lesion. The proximal shaft broke in two pieces outside of the anatomy. The separated portion was simply withdrawn. Another abbott device was used to complete the procedure. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure, as it is likely the device interacted with the mildly calcified, mildly tortuous, 70% stenosed lesion during advancement. Further interaction with the challenging anatomy during advancement likely contributed to the reported material separation in the proximal shaft outside of the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.